Event description:
It was reported via repair work order that the arm pads were torn and fluid intrusion was present. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.